Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the unit's monopolar two cut activates even without the footswitch activating it. Another unit was used with the same handpiece and it worked fine. There was no patient involvement.

Manufacturer narrative:
H6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one mono2 pogo pin to be pushed in on the receptacle. The device was connected to external power and was powered on, passing post. Mono1 and mono2 handpiece and footswitches were connected to the device. Both cut and coag were activated with each accessory. Functionally, the device activated properly, no cross-activation was identified. The device was left on for 76 hours, the device event logs were checked and verified no self activation had occurred. No self activation/cross activation was able to be replicated during the investigation. It was reported that the unit's monopolar 2 cut activates even without the footswitch activating it. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of one monopolar 2 pogo pin was pushed in on the receptacle. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during testing, the unit's monopolar two cut activates even without the footswitch activating it. There was no inadvertent or unintentional pushing of the activation button. Another unit was used with the same handpiece and it worked fine. There was no patient involvement.